Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt's wife called due to the pt falling back in bed and breathing "strangely" while in the middle of changing from batteries to the power module tonight. The pt's wife was unable to wake the pt; therefore, 911 was called. When the pt's wife connected the power lead, the pt reportedly started speaking. However, an alarm continued (power cable disconnect per description) despite being connected with full power. The pt was switched back to batteries but the alarm continued. There were no additional alarms when manipulating either power lead. The white power lead was disconnected to connect to the power module, and a red heart alarm resulted quickly after disconnecting. This brought to a suspect a problem with the black power lead making the system controller unable to receive power when the black power lead is only connected. Despite the quick system controller exchange, the pt had increased nausea after the pump was briefly stopped. No further power cable disconnect alarms on the pt's current system controller.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The reported event of damage to the black power lead connector of the system controller was confirmed during analysis. The evaluation of the returned system controller revealed pins 2, 3, and 4 were missing and pin 5 from the pt cable that was in use at the time of the event was lodged in the pin 5 location of the system controller connector. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing this file on this event.